Event description:
Patient reports continued pump alarm and new cassette. New cassette shipment arrived this past weekend and has had two cassettes that need to be discarded because of alarm from the same shipment.